Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor could not be interrogated with two different programmers and no wireless transmission has been received by the clinic for over two months. A chest x-ray was done to locate the device. The results showed no device near the location of the suture site and no monitor could be located. The patient denies ever having it explanted. The device was not replaced. No patient complications have been reported as a result of this event.